Manufacturer narrative:
Other relevant device(s) are: product ID: kit svc o2 bi71000194 switch xray. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the hand switch was damaged, it would not expose for 2d. This was found during service. There was no patient involvement.